Event description:
Same case as MDR ID# 2134265-2012-03616. It was reported that during a rotational atherectomy treatment procedure, the rotawire fractured. The 85% stenosed target lesion was located in the calcified left main (lm) with left anterior descending (lad) artery involvement. The physician advanced a rotawire floppy to the lad through the lm. A second 330cm rotawire floppy was advanced to the circumflex (cx) through the lm. The physician performed ablation using a rotalink burr at 170,000 rpm. Proceeding ablation it was noticed the rotawire in the cx was cut, approximately 61mm was left in the cx. The physician tried to perform intravascular ultrasound but could not pass the lesion. Multiple non-bsc devices were also tried unsuccessfully. The physician was able to cross a very small unknown balloon catheter into the cx and fix the portion of the guidewire to the vessel wall. The procedure was not completed due to this event. No further patient complications were reported and the patient left the cath lab in stable condition.

Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).